Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
It was reported that the unit failed touchscreen calibration. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the touchscreen. The customer replaced the touch panel assembly and the issue was resolved.

Manufacturer narrative:
G4: 22jul2020. B4: 28jul2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During failure analysis, it was determined the touchscreen resistance was out of specification rendering the touchscreen not functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.